Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) due to error c-00 at startup and replaced the universal surgical manipulator (usm) due to error 17. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. Integrated electrosurgical unit (iesu): the reported issue was confirmable using logs; c-33 errors consistently logged between 11/12/2025 and 1/8/2026. M-02 error logged on 12/19/2025, 2-8a logged on 12/22/2025 also of concern. M-1c errors also logged in artemis. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-33/c-00 error on startup (1/16/2026 11:38 am us-ga) m-31, c-00 errors in erbe logs. Universal surgical manipulator (usm): this usm was returned for failure analysis and the reported ¿repeated c-00 error on erbe generator¿ was not confirmed and not replicated. In logs, no data was found to indicate the fault occurred in the field upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. The probable cause of error c-33 is attributed to a faulty electrical component inside the iesu generator.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the error c-00 appeared on the integrated electro surgical unit (iesu) at power up. The customer had power cycled the iesu multiple times without success. The procedure was aborted with no report of patient involvement.